Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is foreign material in the forceps elevator. This is attributed to failure to clean adequately. The inside of the light guide (lg) lens was also dirty. Other observations for the device: air/water cylinder, switch box, and suction cylinder have discoloration; due to a scratch on distal end, water tightness is lost; due to a cut on forceps elevator wire (k-wire), forceps do not rise up at all; distal end has corrosion; connecting tube has a wrinkle; and corrosion around forceps elevator l-arm. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of a broken forceps elevator lever (alberan) lever. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that there is foreign material in the forceps elevator. This is attributed to failure to clean adequately. The inside of the light guide (lg) lens was also dirty. This medwatch is being submitted for the reportable issues of foreign material in the forceps elevator and dirt inside the lg lens as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event from the customer. This supplemental report is being submitted to provide this information. Information on reprocessing at the facility: an air-water channel cleaning adapter is used to pre-clean the endoscope, which is performed immediately after a procedure. Cleaning agent used is sekusept active. Manual cleaning is performed within one hour of the procedure. The endoscope channels are brushed during manual cleaning with a disposable brush. No model number is provided. The disposable brush is not reused. Olympus cleaning and disinfectant solutions are used. The device is properly rinsed before manual disinfecting. All channels are rinsed and immersed in the disinfectant. The water quality is checked during the last rinse. The forceps elevator (albaran) lever is moved up and down in the water three times during suction. The albaran lever is brushed and operated in the cleaning solution. The alberan lever is adequately rinsed. The distal end brushed with the canal-opening brush or the maj-1888. Automated endoscopy reprocessor (aer) used to reprocess the endoscopes are olympus etd 3 and etd4. Olympus cleaning agent wd00216a and olympus disinfecting agent wd00215a are used with the aer. There have been no problems with the aer. The endoscope is dried and stored by hanging in a storage cabinet after being reprocessed.

Event description:
Addendum (B)(6) 2023: customer reported event occurred during a diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was successfully completed with the same device without any delay. Patient was under sedation during the procedure and experienced no harm or damage.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The instructions for use reference the reprocessing steps. It is possible the proper steps were not performed completely due to water leakage and a cut at k-wire which made foreign material remained at/around forceps elevator. The lg-lens glue had peeled off due to physical stress by hitting/dropping at distal end of the device, and/or chemical stress by chemical solutions. Then, humidity invaded the lens which led to corrosion. However, a specific cause could not be identified. Olympus will continue to monitor field performance for this device.